Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient lost stimulation coverage over the past few months. X-rays revealed the lead migrated. Surgical intervention may be pending to address the issue.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2016, where the lead was explanted and replaced with a different model. The patient's therapy was restored.